Manufacturer narrative:
The reported event of ¿a slight bend or kink in the lead just above the pin¿ was not confirmed. As received, a complete lead was returned with the stylet inserted inside the lead and was able to be removed. Visual and x-ray examinations of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead had a slight bend. The lead was not used, and a new lead was implanted. The patient was discharged with no adverse consequences reported.